Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial number: unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that telemetry was interrupted when trying to update pump and pump went to stop pump mode. The cause of the interrupted telemetry was not reported. The caller was assisted in re-entering programming info and successfully updated pump with new settings. This action resolved the reported issue. Caller stated that she "thinks" it was lioresal in the pump but this office did not do most recent refill.